Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer tray had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.1 mini tray was failed to open. A field service engineer (fse) connected with the customer to do some basic diagnostic work and when the customer checked on the machine the issue had been resolved. The system functioned as intended, no problem with the device.